Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.00 x 12mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent found stent damage. Stent strut rows 1-4 from the proximal end of the stent appear undamaged; the remainder of the struts are damaged and pulled in a distal direction with some struts extending over the distal markerband. The undamaged section of the crimped stent od (outer diameter) was measured and was within the max crimped stent profile measurement. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was reviewed. Based on the specified stent protector profile and the maximum crimped stent profile for this device, there is no issues to note with the interaction between the two components. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 12 synergy ii was selected for use to treat the lesion. However, during preparation, it was noticed that the stent had a frayed wire upon removing the protector sheath off. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 12 synergy ii was selected for use to treat the lesion. However, during preparation, it was noticed that the stent had a frayed wire upon removing the protector sheath off. The procedure was completed with another of the same device. No patient complications were reported.